Event description:
It was reported that the left ventricular lead was experiencing high thresholds in all programmed modes. A lead dislodgment was suspected. The lead was successfully repositioned on (B)(6) 2014. Post procedure, the physician noted that the suture sleeve had not been properly secured which could have resulted in the lead dislodgment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.